Event description:
It was reported that there was a possible problem with the implantable neurostimulator (ins). There was an end of service (eos) message. The ins was replaced on the date of this report due to being at eos. It was noted that this was normal battery depletion and there were no battery longevity concerns. There were low out of range impedance values on the date of this report after the ins was changed out. It was noted that pair 1-3 was 28 ohms, which was a short. The patient settings were 3.5v, 60us, 180hz. Impedances were measured in (B)(6) 2013 and 1-3 was 1413 with previous device so the short had occurred between (B)(6) 2013 and the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3387-40, lot# v003289, implanted: (B)(6) 2006, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3387-40, lot# v003289, implanted: (B)(6) 2006, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 7438, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 3387-40, lot# v003289, implanted: (B)(6) 2006, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3387-40, lot# v003289, implanted: (B)(6) 2006, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 7438, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient.

Event description:
Additional information received reported impedance measurements were within normal limits, right implantable neurostimulator (ins) 1 and 3 were 28. Impedances resolved, they were checked post-operative in recovery room. The cause of the impedance issue was not determined, it was possible there was fluid at the battery site. It was unknown if it was device related. There were no lead fractures noted. Programming was changed to use c+1-. Battery was depleted due to normal expected depletion. Patient had recovered without permanent impairment.